Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition to the reportable malfunction mentioned in report, it was observed, the video processor connector was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the hd camera head could not move. Upon inspection of the customer¿s returned device it was observed, the coupler of the device did not move due to a deformed head unit. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the deformation issue could not be determined. Olympus will continue to monitor field performance for this device.